Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed automatic inflation failed. After disassembly, it was found that there was leakage at the safety disk interface. After disassembly and application of sealing material, all functional parameters of the equipment were tested and normal after treatment. It was delivered for clinical use.

Event description:
It was reported that before use during inspection, the cs300 intra-aortic balloon pump (iabp) alarmed automatic inflation failure. There was no patient involvement.